Event description:
During the atrial fibrillation procedure, while manipulating the catheter the sheath cracked inside the patient. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also returned. No visual anomalies were noted. However, the sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. As the investigation only confirmed a deflection issue with the introducer, and the fracture or separation of the sheath was not noted, this event no longer meets reporting criteria.